Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of left anterior descending (lad) artery. A non-bsc guidewire was advanced to the lesion. A 38 x 3.00 promus premier¿ stent delivery system (sds) was selected; however, strong resistance was encountered inside the guide wire lumen. After several attempts to cross the target lesion, it was noted that the stent was stuck. The catheter and the guide wire were removed from the patient together as a unit. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).